Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a wrinkle in the insulation on the is-1 terminal pin. This observation was made during a routine device change out procedure. There were no reports that pacing and sensing were affected. A guidant technical services consultant discussed the lead advisory for the long is-1 terminal pin. It is unknown at this time if the decision was made to leave this lead implanted and in service. However, there were no reported patient symptoms associated with this clinical observation.